Manufacturer narrative:
Sample will not be returned for eval.

Event description:
It was reported per call report that a 40cc intra-aortic balloon (iab) was inserted. Patient(pt.) Was post coronary artery bypass graft (CABG), nsr approximately 90. Gas loss alarms every 1-2 minutes, in 1:2, for the last 20 minutes. Strips faxed showed definite gas loss with inflation artifact widening: pump was in autopilot, arterial pressure (ap) trigger with a helium loss (hl) 2 alarm. Rn confirmed there was no blood in driveline, connections were secure and there was no ectopy. At the time clinical support specialist (css) received phone call, rn had requested another pump to trade out. Css instructed rn in moving over fiberoptix sensor and calibration. Css and rn reduce volume to 35 cc due to height of pt.; this did not resolve problem. Css spoke to cardio vascular surgeon and he reported spring wire guide (swg) and iab went in easily and he did not believe pt. Had any tortuous vessels. Pt. Was repositioned on opposite side of insertion, and that did not resolve problem. A helium leak test was done, clamping off iab at the "y", balloon pressure wavefrom baseline fell below "0", thus confirming a leak in driveline or connector. Rn stated they did not have any extra tubing so they had to open a new iab & use driveline from that box. Rn was instructed to call css back if the alarm returned. The css did not receive a phone call.